Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 20 atmospheres for 3 seconds, the balloon ruptured. The device was removed and a pinhole in the center of the balloon was noticed. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was good.

Manufacturer narrative:
H6 device codes (1): added entrapment of device

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 20 atmospheres for 3 seconds, the balloon ruptured. The device was removed and a pinhole in the center of the balloon was noticed. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was good. It was further reported that the balloon had to be removed with the entire guidewire.